Event description:
It is reported that the devices were implanted in 2006. Three months later, the devices were revised. At the revision, it was discovered that the hinge pin had backed out of the tibia. It had come all the way unthreaded and was stuck up in the supra patellar tissue. The tibial bushing and articular surface were exchanged. The articular surface appeared to be damaged from the metal hinge wearing on it.

Manufacturer narrative:
Other device used: catalog #00588006017, nexgen complete knee solution rotating hinge knee articular surface with hinge post extension, lot #50090200. Eval summary: hinge post extension shows slight deformation to threads. Articulating surface shows gouging and deformation on back side. Poly insert for tibial component shows damage around rim which possibly is the result of device removal. X-rays were not returned for review. It is not known whether or not hinge post extension was tightened to recommended torque level which is a contributing factor to stability of threaded connection. Cause of loosening could not be definitively determined based on available info. Results, conclusion: device meets hardness specification. Current condition of devices makes it difficult to attain an accurate dimensional analysis. Device history records indicate MFR to specification.